Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, .

Manufacturer narrative:
Investigation: one photo was received and evaluated. The photo showed a zoomed in part of a ll product, presumably 1ml ll with a capped needle attached. The part depicted in the photo showed only the connection between the luer and the needle hub. The photo was not optimal quality and light reflections, as well as possible droplets, interfered with the evaluation. It is possible a small brown piece of foreign matter was observed near the edge of the luer collar outside the fluid path. The size of the fm could not be discerned from the photo provided. Customer¿s fm evaluation, including ftir results, was also received. Based on the evaluation the fm was a particulate smaller than level 3 in size. Based on the photo provided, it was outside the fluid path. The two factors combined indicate it is acceptable per product specification. Based on the available information the fm was discovered during product¿s manipulation, with the photo indicating after the needle had been attached. Therefore, it is not possible to determine the potential root cause for the particle ¿ whether it originated at the syringe manufacturing plant or was introduced during product¿s manipulation. The defect could not be confirmed to have originated at the manufacturing plant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter.